Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es sm was not working after relocation, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the sm was not worked due to component. Field service engineer replaced the pyxibus interface cable connecting, retractor band and slide railings to resolve the issue. The system functioned as intended after the field service engineer serviced the device.